Event description:
The user facility reported a 76 year old male patient with acute myocardial infarction and cardiogenic shock was implanted with an impella device for mechanical circulatory support. Impella device support lasted for three hours and then was explanted after a successful percutaneous coronary intervention and wean off the pump. The access site was bleeding and was remedied by manual hold and another sheath. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The pump was not returned for investigation. According to clinical information, bleeding following the repositioning sheath insertion persisted despite 2 hours of manual pressure, leading to the explanation of the pump due to unresolved issues. The patient had a calcified vessel condition. The cause of the access site bleeding was most likely lack of vessel recoil onto the sheath, based on provided clinical information.